Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that for several months prior to the report, the patient had been having pain surrounding her pump which was located on the left side of her abdomen. The pain would come and go and varied in the degree of pain. The pain was not on the surface of the skin, it felt deeper inside than usual, ¿like right along the top or side of the pump¿. The patient noted that her pump was at an angle and protruded out quite a bit so she could easily see and feel the whole shape of the pump. The patient¿s pain was never excruciating but would get extremely uncomfortable at times. The patient stated that she had ¿something else going on¿ and was unsure if it was related to the pump. In addition to the pain around the pump on the left side, the patient had also been experiencing pain on and off on the right side of her abdomen for several months. The pain had been gradually getting worse over time. Sometimes the pain was just on one side or the other and other times it was on both sides at the same time. The patient asked the emergency room (ER) doctor about it at one time when she was in the hospital for an unrelated issue, and the doctor stated that the cause of the pain could have just been coming from one side but the pain could ¿transfer¿ to the other side as well even though that was not the problem area. The week prior to the report the patient was at her pump refill appointment and mentioned the pain on both sides to her pain specialist doctor. The doctor did not really respond about the pain surrounding the pump. The doctor just stated that it sounded like the pain on the right side was probably the patient¿s gallbladder and that she should see her family doctor about it. The patient wondered if the pain around the pump could just have been possible gallbladder disease or it could have been a problem of its own. The patient stated that the pain around the pump had been going on for longer than the pain on the right side. The patient had the pump refilled multiple times since the pain first started and there were never any problems emptying the old medications or refilling with the new medications. The patient was not having any loss of therapy. The patient also noted that there was no redness, swelling, or any other signs of any problems on the outside. The pump was delivering intrathecal baclofen therapy. Additional information has been requested, but was not available as of the date of this report.